Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a surgical procedure on (B)(6) 2014, to revise the patient's lead (refer to MFR report 1627487-2014-03473), the patient's ipg site was also revised and moved lower. The patient's ipg was too high on the patient's ribs and was uncomfortable for the patient. It was reported that the patient is doing well postoperative.